Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. Device evaluated by the manufacturer? Lens was not returned. (B)(4). Method code (process evaluation): work order search. Results code (process result): a work order search found one similar complaint. Conclusion code (unable to confirm complaint): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
Reporter indicated that the surgeon implanted an 12.6mm vicmo12.6 implantable collamer lens in to the patient's right eye (od) on (B)(6) 2015. Excessive vault was noted. The lens was exchanged for a smaller lens on (B)(6) 2015 and the problem was resolved.